Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of high and low blood glucose readings and hospitalization. The customer's blood glucose reading was 1052 mg/dl. The customer treated with the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.

Manufacturer narrative:
The customer's wife is calling back to do the high pressure test. The customer's wife stated that her husband is in rehab and they have removed him from the insulin pump stating there is a problem. The help line assisted the wife with performing the high pressure test; results no delivery alarmed at 2.7. The wife was advised that this insulin pump is working as designed.